Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter had a calcoding issue. The patient indicated that the alleged meter issue started the same day, at "9:30" est. At an unclear time after the alleged issue began, the patient claimed that he developed symptoms of sweating. The patient administered self-treatment by eating peanut butter and drinking orange juice. The day prior, at 8:30 pm, the patient also claimed that he received phone advice from his doctor. However, it is not clear what advice was given. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what actions he took before and after the symptoms developed, and if he attempted to test his blood glucose before the symptoms started. In addition, it would have been helpful to know what time the alleged issue began on the day lifescan was contacted, what advice the patient received from his doctor, if the self-treatment helped to relieve his symptoms, and if the alleged meter issue started in the morning or evening. The alleged issue was resolved with troubleshooting. The meter and control solutions were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.